Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred after the pump fell on the ground. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 180 mg/dl.